Event description:
Pt was implanted with peek cement restrictor filled with infuse bone graft and cd horizon sextant posterior fixation. It is reported that "the procedure failed." Approx 14 months post op, a revision surgery was performed by a different surgeon to remove a rod and remove part of the peek cement restrictor. The surgeon noted that the device was "malpositioned and was impinging on nerves."